Manufacturer narrative:
The subject device has been received and is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4). Manufacturing date: 17. Dec. 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of the second phalange on (B)(6) 2017. During the procedure, while drilling a hole in the patient's bone using a synthes 1.0mm drill bit, mini quick coupling for threaded hole 61mm, the drill bit broke. The drill bit broke at the base of the drill where it meets the attachment end. The broken drill bit fragment was retrieved without delay or further intervention. Later, while the surgeon was attempting to insert a 1.0m cortex screw, the head of the screw broke off. The shaft of the screw was left in the patient's bone and the surgeon did not make any attempt to retrieve it. No delay in surgery was reported and the procedure was completed successfully. This report is for one (1) drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (brand name 1.0mm drill bit/mqc for threaded hole/61mm, part number 03.130.102, lot number f-18995. The subject device was returned with the complaint condition stating that during the procedure, while drilling a hole in the patient's bone using a synthes 1.0mm drill bit, mini quick coupling for threaded hole 61mm, the drill bit broke. The drill bit broke at the base of the drill where it meets the attachment end. The broken drill bit fragment was retrieved without delay or further intervention. No delay in surgery was reported and the procedure was completed successfully. X-rays are available for review. The drill bit was received at customer quality (cq) in two (2) pieces. The shaft sheared in half just distal to the dental coupling. This complaint is confirmed. Whether this complaint can be replicated at (cq) is not applicable for this complaint condition as the returned device is already broken. The returned drill bit is used in the variable angle locking hand system for fragment specific fracture fixation per the technique guide. Visual inspection of the returned drill bit shows that the shaft seared in half just distal to the dental coupling. Dimensional inspection of features related to this complaint. The outside diameter of the drill bit shaft at the location of breakage measured 0.960mm (micrometers om521) at cq which is within specification of 0.94mm - 0.97mm per the associated product drawing. As previously reported, no nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The associated product drawing was reviewed. No product design issues or discrepancies were observed. Although a definitive root cause could not be determined, the cause was most likely attributed to hard bone (second phalange on (B)(6) male patient). No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.